Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery sys. The physician had to release the capsule using the emergency procedure. The pt was not injured following the procedure.